Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that there were concerns of a percutaneous lead fracture. The log file contained 2 pump stop events while powered by both batteries and the power module. On (B)(6) 2015, an external percutaneous lead repair was performed. After the percutaneous lead repair, when a new system controller was placed on the patient and while tethered to the power module with a grounded patient cable, the pump would not start. The patient passed out, and the old system controller was placed back on the patient and the pump restarted. The patient is stable on batteries and an ungrounded power module patient cable.

Manufacturer narrative:
The previous investigation results indicated that the patient remained ongoing on vad support and was reported to be stable on the ungrounded cable and batteries. However, it was reported that the patient had a known driveline fracture and was not a surgical candidate for exchange. The patient expired at home under hospice care. The pump was not explanted and was not available for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4) - a portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
Additional information: the report of a broken black wire in the percutaneous lead was confirmed. A section of the percutaneous lead approximately 17" long was returned for evaluation. Electrical continuity testing of the lead found that the black wire was an open circuit. The bend relief was separated from the metal connector and the braided shield adjacent to the connector showed breakdown. Visual inspection of the underlying wires found that the black wire had fractured at the metal connector. The remaining wires showed some evidence of abrasion against the braided shield but were intact. The patient is known to have a potential percutaneous lead issue on the internal portion of the lead and had been given an ungrounded patient cable. An electrical short via both the confirmed fractured black wire and the suspected internal wire issue would have resulted in the alarms and pump stoppages reported to have occurred on both the ungrounded patient cable and batteries. The observed black wire damage appeared consistent with fatigue due to repetitive flexing. The patient was placed on an grounded patient cable following the percutaneous lead replacement and experienced low speed events and a pump stoppage consistent with the suspected internal percutaneous lead issue. The patient is not a candidate for a pump exchange due to surgical risk and was placed back on the ungrounded patient cable. The patient remains ongoing on vad support and is reported to be stable on the ungrounded cable and batteries. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: according to the vad coordinator, the patient had a known driveline fracture and was not a surgical candidate for exchange. The patient expired at home under hospice care. No cause of death was provided.